Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels (300 mg/dl) the customer would change supplies and bolus via the pump to stabilize bg levels. The customer noted on one occasion insulin was not observed exiting the end of the tubing. Reportedly, the customer changes the cartridge every 3 days. The customer was educate that humalog has been tested up to 48 hours to replace the cartridge every 48 hours when using humalog. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.